Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: b5, d5 correction: e1 to remove contact name, address and phone and to correct establishment name correction to g2 of the initial report to remove "user facility" and add "company representative" correction to the g3 of the initial medwatch. The aware date should be 02dec2024 additional information: e2, e3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event was due to the first pressure reducer failure olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report: it was observed during the device evaluation that the air flow was insufficient and there was damage to the regulator unit.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that air flow was insufficient, due to damage to the subject device. The issue occurred, during an unspecified procedure. There were no reports of patient harm.